Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h4, h6, h11. Corrected field: b5. The device was returned to olympus for inspection, and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, a root cause of the reported issue could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
Correction to b5 of the initial report: (removed the word "therapeutic"). It was reported that the biopsy valve had solid particles being sucked in and becoming lodged in the valve. The issue occurred during a colonoscopy examination and there were no reports of delays or patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the biopsy valve had solid particles being sucked in and becoming lodged in the valve. The issue occurred during a therapeutic colonoscopy and there were no reports of delays or patient harm.